Manufacturer narrative:
The reported observation of ¿high impedance¿ was confirmed through the implantable pulse generator (ipg) log review. The reported observation of a connection problem with the generator was not confirmed. The root cause of the impedance issue as related to the implantable pulse generator (ipg) was not ascertained; the device exhibited normal device characteristics. A microscopic inspection of both ipg lead ports did not find any obstructions. A lead fitment test was performed by inserting a .055-gauge pin and octrode test lead into both ipg lead chambers with minimal resistance. Using clinicians programmer, system and program impedances testing was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. Electrical resistance testing between ends of the 2 extension segments measured intermittent impedances. Due to the extensions being cut and stressed during the explant procedure, it could not be determined if the extensions were a contributing factor of the observation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-03245; related manufacturer report 1627487-2020-03246. It was reported that high impedance issue was observed, and the implantable pulse generator (ipg) was unable to establish communication with the clinician programmer. As a result, the ipg and the two extensions was explanted and a new ipg and extensions were implanted to resolve the issue. There were no complications during the procedure.